Event description:
It was reported that before taking the device to the operating room, the inner blister was pierced and the device was no longer sterile." Another device was available to finish the surgery, and there was no delay and no adverse consequences for the pt.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.